Event description:
On (B)(6) 2008, the surgeon performed a second surgery on the patient to correct problems caused by the first surgery and rhbmp-2/acs was further implanted. Following the surgery, the patient¿s pain became progressively worse. On (B)(6) 2008, both of the intervertebral rods that was implanted into the patient spine failed and fractured completely, causing patient extreme pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned for evaluation.